Manufacturer narrative:
(B)(6) 2011: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not specified). The patient reportedly obtained a blood glucose result of "230mg/dl" with the subject meter. In response to the alleged issue, the patient reportedly administered an increase dose of novolog (6 units) and novolin (60 units) at an unspecified time later and subsequently, developed symptoms of shaking and felt cold one hour after the alleged issue began. The patient, however, denied receiving any medical intervention following the reported inaccurate high reading. During troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement and also noted that the patient performed a quality control test that passed. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.